Event description:
It is reported that prior to use scale marking issues were discovered with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from french to english: scale marking issue on 100 units already, out of 3000 used.

Manufacturer narrative:
H.6. Investigation: one photo of a loose 10ml syringe was received and evaluated. It was observed there was small portions of the scale markings missing with at least one line missing more than 50%, which was rejectable per product specification. Potential root cause for the missing scale defect could not be determined based on the photo provided. It was unclear if the scale was scratched off or not applied properly. No corrective actions are necessary based on the defective rate identified. Batch 9268523 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It is reported that prior to use scale marking issues were discovered with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: scale marking issue on 100 units already, out of 3000 used.